Event description:
The customer reported discrepant results for the architect hbsag qualitative ii assay generated from six patient samples. One patient sample ((B)(6)) generated a (B)(6) result on (B)(6), which was later repeated (B)(6). No impact to patient management was reported. The customer is questioning the (B)(6) result.

Manufacturer narrative:
This report is being filed against an ex-us product (02g22) which has similar products (01l80 and 04p53) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.